Event description:
The reporter stated the surgeon inserted and removed a cq2015 collamer three piece lens during the same surgery due to the lens tearing during the loading process. The lens was removed with no injury and another lens was implanted.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn off and missing. The other haptic was torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation.